Manufacturer narrative:
The device was returned to olympus for evaluation and while the customer's allegation of a blurry image was not reproducible, the device was found in a condition appropriate for the complaint allegation. A cut was found on the cable and metal sheath was exposed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera paddle of the camera head was not working and the image was blurry. The issue was found during preparation for use for a therapeutic cystoscopy with bulkamid procedure. The procedure was completed with a similar device. The patient was not under anesthesia or sedation. There were no reports of patient or user harm associated with the event.

Event description:
Additional information received from the initial reporter confirmed that there was no delay in procedure and that a leak test was performed post-procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The additional information included in b5 was inadvertently omitted from the initial medwatch report, and included in this report as a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not reproduced during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.